Event description:
The customer reported a "system error." The field engineer noted that the system displayed a frame sync error, which would cause a loss of the live fluoroscopy image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, fluoro functions board and camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.